Manufacturer narrative:
The hill-rom technician found the CPR switch needed to be replaced. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Run the head section to the full upper and lower limits to ensure proper function of the limit switches. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2016. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the CPR switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head of bed would go up 3 inches then go back down. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).